Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, customer follow-up and correction to initial medwatch report. B5: updated with information received from the customer. Corrected: d8, d9, h3, h6 and h10 as these fields were inadvertently not completed on the initial medwatch. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the image of 180 series scope did not display due to a faulty circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported additional information to olympus noting that the reported issue caused no delays to the intended procedure.

Event description:
The customer reported to olympus that the evis exera iii video system center did not produce an image. This occurred during preparation for use, and directly upon connection. The procedure was completed using a similar device, and there was no report of patient harm.

Manufacturer narrative:
The device was not returned, and is not expected to be returned to olympus for evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.